Event description:
Vns pt has recently developed sleep apnea during device stimulation cycles. Further follow-up revealed that the pt was in stable condition at most recent office visit and will continue to use CPAP for his sleep apnea at night. It was also reported that the pt has since undergone generator replacement surgery due to end of battery life (not related to the apnea event.